Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that during an open rotator cuff procedure that the tip was broken on the customer's helix advance br anchor 5.5mm with orthocord. The surgeon first used the 5.5 healix advance awl and the bone quality was so soft the anchor went right in. The surgeon tapped the anchor and tested it make sure it was secure and felt it was good. Then he began to tie the suture when he notice the suture was going through the middle of the top of the anchor. He then put the inserter back in and took the anchor out. He noticed that the tip of the anchor had cracked and half of it was missing. The surgeon completed the procedure with a competitor's anchor. There were no patient consequences and a ten (10) minute delay. The device was discarded.